Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. A functional test was completed for the part, and there was no issue found with the returned instrument which functioned as intended. The instrument was conforming when it left biomet control.

Event description:
It was reported that patient underwent a pectoralis major repair procedure that utilized a bone tunneling device on (B)(6) 2015. As the cartridge was inserted into the hand piece of the bone tunneling device, it was noted that it was not aligning properly. The device was attempted for use and one of the cutters fractured. A second cartridge was available to complete the procedure. There were no fractured pieces retained by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device not implanted/explanted. There are warnings in the package insert that state that this type of event can occur: under precautions ¿the curvtek drill system is susceptible to damage from excessive forces being exerted on the system due to conditions including but not limited to hard bone, insufficient chip cycles, and drilling more tunnels than recommended. When encountering hard bone such problems may be minimized by increasing the number of chip cycles and not increasing the trigger force.¿